Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary treatment. The procedure was completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and identified the damaged power supply elements in the generator and in the m cabinet. The cause of the ips certeray r5 and power inverter evr (point evr) certeray failures could not be conclusively determined by the supplier's part analysis, however the replacement of the ips certeray r5 and power inverter evr (point evr) certeray by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error: ¿generator busy¿, preventing radiation. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.